Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that the patient had a ¿spinal crisis¿ and was in the hospital for ten days. During that time, her dose was being adjusted and ¿it was getting so high¿ the health care provider (hcp) decided to add in the patient¿s ¿old therapies,¿ more pills and patches like her pre-implant status. It was noted the patient thought ¿why don¿t I get the bolus¿. The spinal crisis event reportedly occurred in (B)(6) 2010. When asked to elaborate on the event, it was reported while standing in a yogurt store the patient felt like she was stabbed with a knife in the crotch and felt like blood was gushing out. The patient had to take an ambulance to her hcp¿s office. It was noted the patient couldn¿t get up a curb. It was then reported the hospital didn¿t give the patient enough medication ¿for like five days, wouldn¿t give her a catheter¿ and the patient was going to call an ambulance to take her to another hospital. The patient couldn¿t lift her body for a bed pan and the hospital reportedly told her to wet herself. The patient reportedly became unintelligible. When asked what the cause of the symptoms was, it was reported the patient was diagnosed with spinal radiculopathy unrelated to the pump. The patient had been implanted for a different diagnosis and it was noted the pump was now used to help the spinal radiculopathy pain was well. It was noted the patient still took oral medications. The device system was previously used to deliver morphine and currently delivered dilaudid. Additional information has been requested, but was not available as of the date of this report.